Manufacturer narrative:
(B) (4). The plan to check the system is under negotiation with the hosp.

Event description:
The customer reported that the system did not fluoro. They tried to reboot the system, but it did not boot up.